Manufacturer narrative:
H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.00/3.0/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. The lens was repositioned due to low vault with rotation on (B)(6) 2019. This did not resolve the problem. Lens remains implanted. Cause of the event is reported as "lens rotation due to low vault." Reportedly, lens replacement is planned. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon rotated a toric lens 12.6mm and will exchange it with a longer length lens 13.2mm. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.